Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal and exhibited intermittent high out of range pacing impedances on the right atrial (ra) lead. In addition, noise was also oversensed on the ra lead. Technical services (ts) discussed that this could be a lead issue and a spring contact issue. Ts recommended troubleshooting options, and programming off the rrt sensor. This ICD and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal and exhibited intermittent high out of range pacing impedances on the right atrial (ra) lead. In addition, noise was also oversensed on the ra lead. Technical services (ts) discussed that this could be a lead issue and a spring contact issue. Ts recommended troubleshooting options, and programming off the rrt sensor. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.